Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for skewed scale markings with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd preset¿ eclipse¿ the scale markings were discovered to be incorrect. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about a defective marking on the syringe.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd preset¿ eclipse¿ the scale markings were discovered to be incorrect. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about a defective marking on the syringe.